Event description:
It was reported while testing with the bd max¿ exk¿ dna-3 instrument proteus sp. Contamination was present with lot#: 1306435. There was no report of confirmatory testing. There was no report of patient impact. The following has been provided by the initial reporter: it was reported by the customer that they are having issues with the lot#: 1306435. Issue is proteus sp. Contamination of the kits.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
H.6 investigation summary: the complaint investigation for discrepant result when using bd max exk dna-3 USA kit (ref #442821) from lot 1306435 was performed by the review of manufacturing records and verification of complaints history. Review of the manufacturing records of the bd max exk dna-3 USA kit lot 1306435 indicated that the lot was manufactured according to specifications and met performance requirements. Customer reported discrepant results for proteus sp. Target when using bd max¿ exk¿ dna-3 kit from lot 1306435. Despite several requests made to the customer, no data or additional information was provided for the investigation, the investigation was thus limited. However, the complaint text mentioned after receiving two new kit lots, the customer issue has been resolved. There is no indication of an increase in complaints for false positive results on bd max exk dna-3 USA kit lot 1306435. The root cause was not identified. Bd cannot confirm the complaint based on the investigation that was performed. Bd did not initiate a corrective and preventive action plan (CAPA) at this time. Bd apologizes for the inconvenience that this may have caused. Bd quality will continue to monitor for trends.

Event description:
It was reported while testing with the bd max¿ exk¿ dna-3 instrument proteus sp. Contamination was present with lot# 1306435. There was no report of confirmatory testing. There was no report of patient impact. The following has been provided by the initial reporter: it was reported by the customer that they are having issues with the lot# 1306435. Issue is proteus sp. Contamination of the kits.